Event description:
It was reported that the tubing would not disconnect from the implant during an l2 trauma procedure. The procedure was completed successfully with a 20-25 minute delay while the surgeon made an incision and milled the tubing, leaving a piece of the tubing implanted in the patient. No further medical intervention or adverse consequences have been reported.

Manufacturer narrative:
Additional information: b5, h6 codes h3 other text : device remains implanted.

Event description:
It was reported that the tubing would not disconnect from the implant during an l2 trauma procedure. The procedure was completed successfully with a 20-25 minute delay while the surgeon made an incision and milled the tubing, leaving a piece of the tubing implanted in the patient. No further medical intervention or adverse consequences have been reported.